Event description:
Info received indicates the facility received an 'air in line' alarm.

Manufacturer narrative:
Investigation is currently ongoing. When investigation is complete, a f/u with the results will be submitted. This lot number is not included in the recall for (B)(4) administrative sets.